Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the hypoglycemia. The blood glucose of the customer was 52 mg/dl which was treated with the food. It was unknown if the customer was using auto mode or not. The customer declined troubleshoot for low blood glucose. The device will not be returned for the analysis.